Event description:
The end users daughter states the front caster is extremely loose. She states, she can't read the serial number. She states, the stem is the defective piece. No injuries occured and her father passed away so now she owns the chair.